Manufacturer narrative:
Other text: d10 and h6 updated. One brand new device was returned for investigation. On visual inspection, the manufacturing date on the box was one year and the manufacturing date on the device was a different year. The first customer complaint was confirmed. Functional testing of the device was done where the second customer complaint of a faulty pressure guage was also confirmed. The pressure gauge was replaced and the device was functionally tested again and worked as expected. Root cause of the labelling issue was traced to manufacturing. An awareness message was sent to manufacturing personnel. No confirmed root cause determined for the faulty pressure gauge. Device history review found no reported non-conformities during the manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gauge was displaying less than 200 mmhg (millimeters of mercury) and the manufacturing dates on the unit and box did not match. No patient involvement was reported.